Event description:
It was reported that a 33-year-old caucasian female patient underwent a breast surgery with a 430 cc mentor memorygel breast implant. Post-operatively, the patient experienced baker grade iii capsular contracture on the right side, which was confirmed during a physical exam. The patient then underwent explant surgery and it was discovered during the procedure that the right breast implant was ruptured. As a result, the patient underwent removal and replacement with a 430 cc mentor memorygel breast implant on (B)(6) 2022. There were no reported patient consequences or procedural delays due to the rupture that was discovered during the revision surgery.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: capsular contracture, rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2022, mentor became aware that information was inadvertently omitted from the initial report. The date of the event was (B)(6) 2022. The patient underwent a breast augmentation. Upon explantation, there was periprosthetic fluid discovered within the breast capsule. As such, no clinical signs, symptoms or conditions was added to the file to reflect implant site fluid collection. A photo of the device was received. Photo evaluation: upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. On (B)(6) 2022, mentor received the device for evaluation. On (B)(6) 2022, mentor completed a visual inspection of the returned device. Device evaluation summary: visual analysis of the returned sample revealed that the breast implant was found to be ruptured and received in three (3) parts. Additionally, a crease was observed on the edges of the rupture. The evaluation determined that the cause of the rupture is consistent with normal wear. The instructions for use states that ruptures can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear over time. A second product was received. No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. Manufacturer¿s reference number: (B)(4) in the initial report, b3 date of event should have been populated with (B)(6) 2022 h6 health effect - clinical code should have been populated with code e2403 no clinical signs, symptoms or conditions to reflect the periprosthetic fluid that was discovered.